Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appears to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 18mm, 25mm and 20mm amplatzer septal occluders were chosen to implant in a patient with a atrial septal defect (asd) using an unknown delivery system. During procedure, the 18mm and 25mm amplatzer septal occluders were both deployed and found to have cobra-head deformations. The physician removed the devices and tried some manual reformations such as squeezing with fingers to regain shape outside of the body, but the devices were not able to return to its normal configuration. The deformed device was never released from the delivery cable while inside the patient. The 20mm amplatzer septal occluders was then tried, but not adequately sized to the septum. There was no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure. The patient remained hemodynamically stable throughout the procedure. The patient was referred to surgery. The patient reported as recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm, 25mm and 20mm amplatzer septal occluders were chosen to implant in a patient with a atrial septal defect (asd) using an unknown delivery system. During procedure, the 18mm and 25mm amplatzer septal occluders were both deployed and found to have cobra-head deformations. The physician removed the devices and tried some manual reformations such as squeezing with fingers to regain shape outside of the body, but the devices were not able to return to its normal configuration. The deformed device was never released from the delivery cable while inside the patient. The 20mm amplatzer septal occluders was then tried, but not adequately sized to the septum. There was no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure. The patient remained hemodynamically stable throughout the procedure. The patient was referred to surgery. The patient reported as recovered.